Event description:
It was reported that an unspecified subcutaneous implantable cardioverter defibrillator (s-ICD) is malfunctioning and it is going to be replaced. No further details have been provided. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided in the future, a supplemental report will be issued.

Event description:
Duplicate report: it was reported that an unspecified subcutaneous implantable cardioverter defibrillator (s-ICD) was malfunctioning and it was going to be replaced. Further details were received and the model/serial of the s-ICD was provided, the device was explanted due to premature battery depletion. This is a duplicate report of emdr 15665538. Please refer to this record and/or the supplemental records for additional details regarding this case.

Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided in the future, a supplemental report will be issued. This is a duplicate report of emdr 15665538. Please refer to this record and/or the supplemental records for additional details regarding this case.